Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for all channels of the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the air/water channel of the subject device tested positive for escherichia coli (74cfu) during a surveillance culturing test at the facility and the instrument channel tested positive for the same bacteria during additional culturing test by the facility. The user facility cleaned the subject device using olympus cleaning brush (bw-422t and maj-1339) and reprocessed using an olympus endoscope reprocessor etd double (not available in the USA) with peracetic acid prior to the culturing tests. There was no report of patient infection associated with the event.